Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose was 800 mg/dl with diabetic ketoacidosis, large ketones, and vomiting. On (B)(6) 2016 the patient was reportedly hospitalized and treated with insulin via injection and intravenous fluids. It was reported a healthcare provided had recently adjusted the pump¿s bolus settings. It was reported a replace battery alarm with an associated call service alarm had occurred 3 times in the past 30 days. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2017-product analysis: the device was returned and evaluated by product analysis on 01/12/2017 with the following findings: the complaint could not be duplicated with investigation. The total daily dose history was appropriate for the user programmed delivery settings. The black box shows one related replace battery alarm on (B)(6) 2016 at 17:28; deliveries resumed at 17:38. Another related replace battery alarm occurred on (B)(6) 2016 at 20:25 followed by a rebooting event; deliveries resumed on (B)(6) 2016 at 20:39. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s power draws were found to be within specification. (B)(4).